Manufacturer narrative:
The pump user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's t:slim user guide, "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple occlusion alarms. Reportedly, the customer used supplies longer than labeled use and used cold insulin to load the cartridges. Technical support reminded the customer this was off-label. No reported adverse impact to the customer's blood glucose. The customer changed supplies and resumed insulin delivery.